Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
Ticl lens rotation was reported. Email states "we have a patient that has had his icl rotate and we'll need to reposition." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A1: 231999120 tk. B5- the reporter indicated that a 12.6mm, vticmo12.6, -15.5/2.5/111 (sphere/culinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Lens rotation not associated to a low vault was observed. It was reported that medical or surgical intervention is not necessary. " decreased vision related to crystalline lens changed (psc) so no tx until pt ready for cataract surgery. Primary open angle or narrow glaucoma was reported as a pre-existing condition. H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to other serious in initial MDR. B4 - corrected to (B)(6) 2020 in initial MDR. G4 - corrected to (B)(6) 2020 in initial MDR. H1 - corrected to serious injury in initial MDR & supplemental MDR#1. H6 - patient code 2692 corrected to patient code 1766 in initial MDR. Claim# (B)(4).